Event description:
It was reported the patient's system was explanted due to infection with symptoms of: edema at the lead, serous fluid under the devices, and altered mental state. The infection was noted during explant of the lead. The skin incision showed no sign of infection. The patient recovered without sequela to date. A follow-up report will be submitted if additional information becomes available. Please see MFR report # 3004209178-2010-00700.

Manufacturer narrative:
(B) (4).